Event description:
It was reported that the blade broke at the fan when being used in a case. It was further reported that the surgeon was placing a lot of torque on the handpiece when the blade broke and that there was wobble at the mount before it broke. A 2 minute delay was reported while a replacement was sought. There was no patient impact or adverse consequences reported as a result of this event. The procedure was completed successfully.

Manufacturer narrative:
The devices were returned. The quality investigation is complete.

Manufacturer narrative:
The device has been returned. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the fan when being used in a case. It was further reported that the surgeon was placing a lot of torque on the handpiece when the blade broke and that there was wobble at the mount before it broke. A 2 minute delay was reported while a replacement was sought. There was no patient impact or adverse consequences reported as a result of this event. The procedure was completed successfully.